Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation results: upon reception, the returned home monitor was tested, and the reported issue was confirmed: the status light of the subject home monitor was constantly lighting in orange. In-depth analysis of the returned unit revealed that the reported issue most probably resulted from an intermittent near short circuit, causing the unit to exit the start-up process and go into test mode. However, the root-cause is located at the hardware level, but cannot be determined with certainty due to the intermittent occurrence.

Event description:
Reportedly, the status light of the home monitor remains orange.

Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.